Event description:
It was reported that the external pulse generator (epg) could be switched/turned "on", however it was not possible to program the epg. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the battery voltage was too low for proper start-up. It was also noted that the lower case was broken, both bail covers and bails were missing, the attachment ring was bent, and four screws were missing. (B)(4).